Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating, and also remaining static for an extended period of time despite pump usage. The customer provided a blood glucose (bg) level of 78 mg/dl and also indicated that there was no adverse impact to bg. Reportedly, the customer continued to use the pump for insulin therapy.